Manufacturer narrative:
(H3) the revision reported was likely the result of joint instability in flexion and wear of the tibial insert. However, this cannot be confirmed because the component was not returned for evaluation and no radiographs were provided. Additionally, a contributing factor to the wear may have been the result of the insert being packaged in a non-conforming vacuum bag for more than five years. The most probable root cause associated with the event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
The following sections have corrected information: (h6) health effect - clinical code: 4580, insufficient information.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported area of surveillance of medical devices of the spanish agency of medicines and health products, the patient experienced poor clinical evolution that led to early replacement of the knee prosthesis implanted on (B)(6) 2020. The tibial insert was damaged when removed, it was affected by the health alert sent by the company. No further information.